Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the prime test due to a loose drive support disk. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were priming the device, but the device kept priming and would not stop. The customer's blood glucose level at the time of incident was unknown. The customer states the insulin was squirting out during the manual prime. The customer states they received compromised force sensor system alarm. Troubleshoot was conducted. The customer states the drive support cap is protruded. The customer was advised the pump would have to be replaced and returned for analysis.